Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report #1627487-2012-12351. It was reported following a fall on the ipg site the pt's stimulation has decreased to a degree the pt can barely feel stimulation. The sjm rep reprogrammed without success. The pt also reported if he moves the ipg in the pocket, the stimulation is stronger. F/u determined the physician ordered x-rays of the lead and ipg.